Manufacturer narrative:
Zimvie complaint number (B)(4). Doctor reported fracture if the 2 flex link screws. The 3 unit implant bridge was placed on the lower jaw left side of the patient. Chipping observed on the margin line of the crown 37. No design files or patents scans have been sent. The implant is placed very deep to a gih stress aread ( second molar) the extended depth of the implant with a combination of a low chimney ti base and perhaps insufficient tightened scew-to high impact area led to a levering effect that caused catastrophic failure of the restoration. The recommended restoration height using elos ti bases is 13 mm. Crown is below that threshold at roughly 9mm. Reduced material concentration around the margin line of crown 37 combined with a mild levering effect caused the cracking. Crown 35 is sufficiently supported by material, the reason that screw failed on this crown is due to the levering effect coming from crown 37. Comparing the size of the crown 36 and 37 is obvious that there is not enough occlusal clearance that leads to a higher than normal force stack on crown 37. Extreme low placement of implant in a high bite force area, with a bad designed restoration may have caused the failure on the specific case. No faults found on flexlink abutment. The problem may be since the pre treatment has not been done according to the instructions for use (IFU).

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The complaint reported doctor reported fracture of 2 flexlink screws at tooth sites 35 and 37. Doctor removed the screw fragments and reported that the implants are ok. Two certain gold-tite hexed screw, (iunihg x 2) was reported. However, it could not be located and might have been lost in transit. Therefore, visual/physical evaluation could not be performed. Upon finding the device, the investigation will be reopened and updated accordingly. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: screw fracture). The customer did not submit images for the reported event. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that overloading and improper technique may lead to device failure. Based on the investigation, IFU, and risk management file review, the most likely root cause determined from the investigation was customer error (excessive torque applied) or patient factors. Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided additional device information unknown / not provided device manufacturer date unknown / not provided.

Event description:
Doctor reported fracture of 2 flexlink screws at tooth sites 35 and 37. Doctor removed the screw fragments and reported that the implants are ok. The procedure lasted an hour longer. Patient has been rescheduled for new prosthetics.